Manufacturer narrative:
Other relevant device(s) are: product ID: 9735670, serial/lot #: (B)(4), (B)(4); product ID: 9735737. The system was serviced at the site and found to be fully functional. The system passed checkout and was returned to service. Software logs were reviewed and found a software registration function failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation system setting up for a case. It was reported when trying to adjust the model and pre-assign points but while doing this, the points would randomly disappear. Fiducials landmarks that were auto detected on the registration model disappeared when the model was being rotated. There was no patient present when the issue occurred.